Manufacturer narrative:
The pt was treated with negative pressure wound therapy during the (B)(6) 2010 to (B)(6) 2013 time period. It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged deterioration is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received mates the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensure that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration and epithelial cells over an acceptable wound base.

Event description:
The following was reported to kci by the kci kk representative: at the 57th annual meeting of (B)(4) of plastic and reconstructive surgery, the physician reported during the time period of (B)(6) 2010 to (B)(6) 2013 (exact date of event was not provided), a pt experienced deterioration of a pressure ulcer would while on v.a.c. Therapy. No additional info is available. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit. The following info was reported to kci by the ...